Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. Corrected fields: d9,g2 (remove healthcare professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following reportable malfunctions of "error e03" were found during the device evaluation and was caused by a failure of the printed circuit board (duct line pressure sensor). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the high flow insufflation unit exhibited an air flow issue. The issue occurred during a laparoscopy. There were no reports of patient harm.